Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens implant (iol) procedure lens found to be defective. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.4., h.3., h.6. And h.11. The product was returned. The lens has a gouge mark in one of the gusset areas. The haptic near the damaged gusset area has anterior surface damage. Scuff marks are observed on the optic. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).